Manufacturer narrative:
Evaluation of the returned cat7 confirmed a fracture on the middle shaft of the catheter. If the cat7 is torqued against resistance during advancement, damage such as a kink and subsequent fracture may occur. The distal fractured segment could not be removed from the returned non-penumbra sheath due to observed ovalizations and kinks on the returned non-penumbra sheath. This may have contributed to the resistance and caused the cat7 to fracture during the procedure. Further evaluation revealed an ovalization and a kink on the fractured distal segment of the cat7. This damage may have occurred during removal of the distal fractured segment from the patient¿s body. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 7 (cat7), indigo system lightning bolt aspiration tubing (lightning bolt aspiration tubing) and a non-penumbra sheath. During the procedure, while attempting to advance the cat7 through the sheath, the physician felt that the cat7 was fractured. The physician attempted to remove the cat7 and only part of the cat7 came out. The physician then removed the remaining part of the cat7 by pulling out the sheath from the body. The physician ended the procedure at this point and scheduled the patient for a surgical thrombectomy with fogarty balloon. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.